Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on plastic distal end cover and connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material was present in the connecting tube and plastic distal end cover. However, the definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device. The device was disinfected according to the instruction manual prior to be sent to olympus. The instruction manual identifies detective and preventative verbiage associated with foreign material in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope." And "gif-1100 operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.